Manufacturer narrative:
(B)(4). Date sent 6/3/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: could you please clarify how long was the delay (hours/minutes)? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the gun was fired by senior fellow. Closing was as expected. Fired on low rectal tumor. Didn't feel right when completing firing plastic to plastic. Inspected staple line after firing - fully cut. At the midline of the staple firing - the staple line was open 'appearing almost unzipped'. A new device was open, delayed as more mobilizing required to pelvic floor. Enough space was achieved to place another gun down into the pelvis. Avoiding needing to convert to an apr.

Manufacturer narrative:
(B)(4). Date sent 8/7/2025 d4 batch #440d44 investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the gcs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although it could not be determine the cause of the reported incident, proper usage of the echelon contour curved cutter stapler is important to ensure functionality. For more information, please refer to the instructions for use. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 440d44, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 6/16/2025. Additional information was requested, and the following was obtained: 1. Could you please clarify how long was the delay (hours/minutes)? 30-60mins 2. Could you please clarify if there were any patient consequences? None post operatively in follow up. 3. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No

Manufacturer narrative:
(B)(4). Date sent 7/8/2025 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.